Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Other text: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when the nurse was disassembling the suction endotracheal tube, the connector came loose and fell to the ground. The nurse immediately replaced it with a new consumable. No adverse patient effects were reported by the customer.